Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used an esophagogastroduodenoscopy (egd) with dilation procedure for stricture performed on (B)(6) 2026. During the procedure, the balloon would not deflate and had to be cut to be removed from the scope. No further information has been obtained despite good faith efforts. The procedure was completed with the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.

Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate block h11: investigation results the returned cre fixed wire dilatation balloon device was analyzed, and a visual inspection found a mechanical cut observed along the catheter, affecting a portion of the catheter and the entire balloon section. No other problems with the device were noted. With all available information, boston scientific concludes the reported event of balloon failure to deflate was not confirmed. The results of the analysis performed on the returned device found a mechanical cut affecting the catheter and balloon section. This condition is consistent with intentional cutting performed during the procedure to facilitate device removal, as described in the event narrative. There is no evidence to suggest spontaneous catheter detachment or separation due to a manufacturing or material defect. The observed condition is attributable to physician intervention during the procedure. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used an esophagogastroduodenoscopy (egd) with dilation procedure for stricture performed on (B)(6) 2026. During the procedure, the balloon would not deflate and had to be cut to be removed from the scope. No further information has been obtained despite good faith efforts. The procedure was completed with the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.